Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately three months from date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing an adequate pain relief. The patient underwent an explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing an adequate pain relief. The patient underwent an explant procedure. The explanted device will not be returned. Additional information was received that all device components were explanted and were not returned.